Event description:
The customer reported two (2) false negative results with the binaxnow covid-19 2.0 assay performed on an unknown date. This report is for patient two (2) of two (2). The customer reported a false negative result with the binaxnow covid-19 2.0 assay performed on an unknown date. The patient was symptomatic. Confirmatory and repeat testing were not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3 - date of event: the date provided is an approximation as the exact event date was not provided. D2a - common device name: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings g4 - PMA/510(k) #: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Manufacturer narrative:
B3 - date of event: the date provided is an approximation as the exact event date was not provided. D2a - common device name: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings g4 - PMA/510(k) #: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Correction: h10 - related report numbers: ni to blank. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m904212 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot 000m904212 and device part number 192-430 / lot 000m904212. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported two (2) false negative results with the binaxnow covid-19 2.0 assay performed on an unknown date. This report is for patient two (2) of two (2). The customer reported a false negative result with the binaxnow covid-19 2.0 assay performed on an unknown date. The patient was symptomatic. Confirmatory and repeat testing were not performed. No additional patient information, including treatment and outcome, was provided.